Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
A csm reported that the patient¿s father called their hcp due redness and pain at the pod site (buttock) and that she had a fever of 103 degree. Dr. (B)(6) recommended children¿s (B)(4) by mouth and neosporin on the site. On (B)(6), he took her to the urgent care clinic where they give her a im, antibiotic dose of penicillin per dad and an oral abx to take home. On (B)(6), they saw her regular doctor who admitted her directly to the hospital ((B)(6)). Since being admitted her pump site has been opened and debrided and the infection was found to extend nearly to the bone. She is currently receiving IV abx per dad. She normally changes sites right after showering and also admitted "not cleaning¿ site.